Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Photos were provided. The first photo was of the product label. The second photo was of the eye. The lens was visible. Three straight parallel lines were observed. It cannot be determined from the photo if these are marks, folds or reflections. A larger angled glare or mark was observed near the top left. It cannot be determined if this is damage. The third photo was the same view with smaller magnification. The same areas were visible. A determination cannot be made from the photos. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unknown if qualified associated products were used. Photos were provided. Three straight parallel lines were observed. It cannot be determined from the photo if these are marks, folds or reflections. A larger angled glare or mark was observed near the top left. It cannot be determined if this is damage. The instructions for use (IFU) instructs: company foldable iol (intraocular lens) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the patient's issues resolved with the exchange. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that lens optic scratched and it was observed the defect during the implantation. Unfortunately, no other iol (intraocular lens) of the same diopter was available in the clinic so they have implanted the defective lens and completed the surgery. On 1st post operation day patient reported visual disturbance corelated to the defect of the optic. On 5th post operation day doctor received the same complaint from the patient. So, they have explanted the defective iol and new unspecified vivity lens has been implanted. Surgery has finished successfully and the patient does not have any complaints. Additional information has been requested.